Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The used needle was examined attribute defects and no attachment defects were observed. The hole of the needle was examined for suture remnant and remnant was found into the hole. Additionally, the needle had severe marks on the edge caused by the use of the needle holder. The used suture was examined for attribute defects and the suture ends were damaged. According to the sample condition, it was suggests an improper handling of the needle/suture.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During knotted suturing under the skin, the suture was found to be separated from the needle. Another like device was used to complete the procedure. There was no adverse consequence to the patient.